Event description:
Review of the surgeons database report indicates that a fracture was found at the tip of a retrograde im nail placed for a previous fracture. The surgeon indicated the need to revise the nail and place an antegrade nail with bone graft. Review of pt x-rays confirms report. Fracture found at tip of retrograde implanted nail. No indication of product defect.